Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error was likely caused by foreign substances such as dust and thread waste inside of the connectors. The specific root cause of the dust and thread waste could not be determined at this time as the device was not returned for evaluation. The following information is stated in the instructions for use regarding cable connections which may have prevented the event: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." He following information is stated in the instructions for use regarding scope connectors which may have prevented the event: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that "b30" and "e216" errors were generated when using olympus, model series 190 scopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was a diagnostic colonoscopy and was completed without delay. There was no patient impact or injury that occurred, associated with the event. This report is submitted due to the reported malfunction of "b30" error. This is report #1 of 2 due to multiple events reported.

Manufacturer narrative:
The reported problem was resolved after troubleshooting with the assistance of olympus technical support. A cause for the reported problem could not be identified. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.